Event description:
It was reported that during procedure; while advancing the subject coil through the microcatheter, the subject coil was partially deployed in the aneurysm and then the stent was partially deployed. When going to advance the remaining subject coil, it got prematurely detached from the pusher wire and then the physician removed the subject coil from patient¿s body by using stent retriever. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.